Manufacturer narrative:
It was reported that the patient was (B)(6).

Manufacturer narrative:
Patient was over 18 years. A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. Visual evaluation of the returned device revealed no defects on delivery device or association loops of the mesh sleeve. The blue centering tab of the mesh sleeve was missing and the sleeve had been separated into two pieces. The body of the mesh was received cut into three pieces and separate from the sleeve. Thinning and stretching was noted on one of the three pieces. The reported event was confirmed, however, the root cause was undeterminable.

Event description:
It was reported to boston scientific corporation that an obtryx halo transobturator sling system was used during a transobturator tape procedure. This is the same case and patient as MFR report # 3005099803-2011-00832. This report pertains to the first of two devices. According to the complainant, the sling was placed normally. The blue centering tab was cut and the mesh sleeves were pulled off. When the physician then attempted to adjust the mesh by pulling on each side, the mesh tore in half at the midline. The mesh was removed from the patient and another obtryx halo transobturator sling system was opened and placed in the patient in the same manner as the first sling. The blue centering tab was cut. When the physician attempted to adjust the mesh, it tore at the midline. The physician completed the procedure with a third obtryx halo transobturator sling system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "stable."

Event description:
It was reported to boston scientific corporation that an obtryx halo transobturator sling system was used during a transobturator tape procedure. This is the same case and patient as MFR report # 3005099803-2011-00832. This report pertains to the first of two devices. According to the complainant, the sling was placed normally. The blue centering tab was cut and the mesh sleeves were pulled off. When the physician then attempted to adjust the mesh by pulling on each side, the mesh tore in half at the midline. The mesh was removed from the patient and another obtryx halo transobturator sling system was opened and placed in the patient in the same manner as the first sling. The blue centering tab was cut. When the physician attempted to adjust the mesh, it tore at the midline. The physician completed the procedure with a third obtryx halo transobturator sling system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "stable."